Event description:
Patient underwent an acl repair in 2004 with three different implants. In 2005, approximately 1yr 1mo post-op, the patient had a second surgery to remove pieces of the retroscrew in the joint. Event was initially reported to arthrex inc in 12/2005 but specific details such as the part number were not obtained until eight days later. This device is used for treatment.

Event description:
Pt underwent an acl repair on 03/08/04 with three different implants. On 04/07/05, approx 1yr 1m post-op, the pt had a second surgery to remove pieces of the retroscrew in the joint space. Event was initially reported to arthrex inc. On 12/05/2005 but specific details such as the part number were not obtained until 12/23/05. It was also reported that the surgeon stated the head of the retroscrew showed more degradation than the body. Two of the original implants and pieces of the retroscrew removed from the pt were returned. No concerns were reported with the first two implants. This device is used for treatment. 4